Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump had emitted an empty cartridge warning but the pump had 38 units remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:during testing, a cartridge with approximately 110u was filled and recognized correctly by the piston rod. Next, 10u was primed in the pump; the home screen correctly reflected 100u after the prime. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 90u and 80u after each bolus. A low cartridge warning and empty cartridge alarm was reproduced during testing; the pump gave the correct alert with each. It verified the correct cartridge amount 20u and 0u with each alert. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The battery compartment was cracked. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.